Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that she is unable to communicate with her ipg via the programmer and is currently without stimulation. The pt has a consultation at her pain management facility on (B)(6) 2010. At that time, her external system components will be interrogated further. No surgical intervention is planned at this time. This report is being submitted as a precautionary measure as similarly reported events have led to explant of the ipg.